Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have not been able to reproduce the alleged malfunction. Covidien was not authorized to evaluate the device.